Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 4mm in diameter proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated and the percent stenosis of the lesion immediately after pre-dilation was 80%. A 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 4.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found the tip of device was positioned on the loop of the pig tail mandrel upon return. During analysis the mandrel was moved distally to free the tip from the loop - damage was noted to the tip which appeared to have been caused by the tip being pushed onto the mandrel loop. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 4mm in diameter proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated and the percent stenosis of the lesion immediately after pre-dilation was 80%. A 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.